Event description:
Patient was taken into the mammography room. While technician was trying to get the pt into position for the mammogram, the patient's walker sat on the foot control causing the machine to come down on the patient's hand and walker. X-rays negative.